Event description:
It was reported that the pulse generator exhibited high current drain of 44 ua. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a defective capacitor causing high current drain, which resulted in premature battery depletion.